Manufacturer narrative:
The device is to be returned for evaluation. Investigation is underway.

Event description:
As reported by a field clinical specialist, during deployment of the 23mm sapien 3 valve in the aortic position via transfemoral approach, the 23mm commander delivery system balloon ruptured when the valve was almost or at nominal deployment. The valve was implanted at 80:20 position with trace pvl and a post dilation was not needed. The delivery system and 14fr esheath were removed without issue and no vascular complications occurred.  The whole balloon appeared to be accounted for in the delivery system, but this is based on visual inspection. The commander delivery system was prepped according to IFU and prepped with 17cc (nominal) of heparinized saline. There was interaction with the stj calcium and balloon and this might have been the cause.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was returned after being used in the procedure with the delivery system still inserted through the sheath. The delivery system was returned with partially used fine adjust and partial flex. Kinks on the guidewire lumen and balloon shaft due to return packaging were observed. The delivery system was visually inspected and a radial and longitudinal balloon burst  was confirmed. In addition, there were no visible missing balloon pieces. Imagery of the patient anatomy was provided for review. In the imagery, bulky calcification at the sinotubular junction (stj) can be observed. No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst). Dimensional analysis was performed for single wall thickness of the inflation balloon near to the observed burst was measured at three points on the distal and proximal side of the balloon. The balloon single wall thickness at all measured locations were within specification. The received event was confirmed based on the condition of the returned device, but no manufacturing non-conformances were identified during product evaluation. Dimensional inspection of the balloon revealed that the balloon wall thickness was within specification. The patient was noted to have stj calcification. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in  a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect, manufacturing non-conformance, or IFU/training deficiency contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. Technical summary is applicable to this complaint because the reported information states that the patient had stj calcium (confirmed through review of provided imagery) which could have caused the balloon to burst. Since no edwards defect was identified in the evaluation, no corrective or preventative action is required. Additionally, since the complaint occurrence rate did not exceed the may 2019 control limit for the applicable trend category, product risk assessment (pra) escalation is not required.